Event description:
Caller reports that during a correlation study the following coaguchek xs system 1/xs system 2 results were obtained: a 3.9 inr/2.9 inr. A 3.3 inr/2.5 inr. A 6.3 inr/3.0 inr. A 3.9 inr/2.8 inr. A 3.8 inr/2.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21132711, expiration date 06/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.